Manufacturer narrative:
Pump was received with motion sensor test failure and motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.